Event description:
Patient revised to address lack of range of motion. Poly wear was also reported.

Manufacturer narrative:
Evaluation was not possible, as the products was not returned. Product information required to search the complaint database was not provided. The investigation could not draw any conclusions about the reported lack of range of motion or polyethylene wear without the product to examine. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional information be received, the investigation will be re-opened.